Event description:
The customer reported that she feels the insulin pump was delivering too much insulin. The customer stated that she experienced low blood glucose for the past two days. The blood glucose reading at time of the call was 205 mg/dl. Troubleshooting was performed. The date, time, and settings on the device were correct. Reviewed the standard basal and it showed 96.0 units with a 4.0 units rate every hour. The customer denied changing her basal rate. Assisted the customer to review the daily totals for the past few days and her basal rate showed 3.0 units every hour. Advised the customer to contact her doctor to confirm her basal rates. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.